Event description:
It was reported that when using the bd pyxis¿ medstation¿ es an issue with the remote manager on the refrigerator connected to the medstation es. The customer stated the remote manager failed and was falling off, and it moved around and was not secure also reported that prevented the refrigerator door from locking securely and requested an fse to come onsite to address the issue. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 09-sep-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the smart remote manager (srm) was improperly installed and coming off refrigerator. A field service engineer (fse) found that the universal hasp adjustment screws were not fully seated, causing the hasp to loosen and become misaligned. The fse removed the hasp, cleaned the surface, installed a new hasp correctly, and adjusted the srm to ensure proper alignment and functionality. The system functioned as intended after the field service engineer repaired the device.